Manufacturer narrative:
The device has been evaluated and repair is pending approval of the estimate.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, issues related to the device's active exhalation control module and blower motor were observed. The device's active exhalation control module and blower motor will be replaced to address the issues.